Manufacturer narrative:
Patient¿s initials are (B)(6). Device was not explanted; remains in patient. Complainant part remains in the patient; will not be returned for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip of the screw appeared to unravel while the surgeon was inserting the 68mm screw during a distal humerus fracture surgery on (B)(6) 2015. Additional x-rays were performed intra-operatively. The screw remains implanted in the patient. The procedure was successfully completed with no reported patient harm. This report is 1 of 1 for (B)(4).